Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: the valve casing with the valve mechanism was found flipped in the silicone housing. The valve was tested for programming. The valve failed the test. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: traces of glue were found on the silicone housing and valve casing this confirm that the valve was glued according to the manufacturing process. However it was noted that the casing was no longer glued to the silicone housing. Review of the history device records confirmed the valve product code 82-3114, with lot crccwy, conformed to the specifications when released to stock on the 24th april 2014.trends were monitored for similar complaint; no similar issue of this kind has been reported in the last 2 years. The root cause of the valve malfunctioning reported by the customer was due to the valve casing with the mechanism being flipped in the valve silicone housing. The root cause of the flipped valve casing could not be clearly determined. The glue traces noted on the silicone housing and the valve casing shows that the valve was manufactured per process. The root cause of the reflux problem was due to the flipped valve casing. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The doctors implanted one codman hakim programmable microvalve to a baby, as a ventriculoatrial drainage system. The atrial catheter, and the valve, both presented a blood reflux that invaded al the valve, blocking it. The patient presented a valve disfunction system, so they explanted the damaged valve.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.